Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08695 inches. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 3: 00 pm with blood glucose of 363 mg/dl. Customer current blood glucose was 368 mg/dl. Customer blood glucose reading at the time of the incident was 300 mg/dl. Customer was wearing the insulin pump during hospitalization. Customer went to hospital because of coughing, acute, bronchitis and their oxygen was low. Hospital name was (B)(6). Customer blood glucose reading started on (B)(6) 2017. Customer drive support was normal. Infusion set was changed on (B)(6) 2017 at 1:42 am. Customer did not mention if the cannula was bent. Customer stated there were not air bubbles or leaks. Customer stated the insulin pump setting was correct. Insulin pump will not be returning for analysis.